Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was approximately 450 mg/dl with high ketones. Customer went to the emergency room (ER) and was subsequently hospitalized due to bg level. Customer was treated intravenously with fluids of saline, insulin, and potassium. Customer was release next day with issue resolved and no permanent damage.